Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical evaluation found no issues with the unit. The customer complaint could not be confirmed. A definitive root cause could not be determined; however, it is likely that the nurse might not have subtracted the weight of the cup from the total weight with water. The exact cause of the reported issue is unclear. This type of event will continue to be monitored.

Event description:
Reportedly, post purchase, the device was administering too much or the wrong dose. Irnnotech was being infused at the time of the reported event. The medication rate was set to 167ml/hr. The total amount of over infusion is unknown. The pump infused more than the set rate and it did not slow down when the rate was changed on the pump. No error messaged displayed. There was no patient harm. No additional information is available.